Event description:
It was reported that at device change-out, due to eri, a decrease in r wave measurements was observed. Externalized conductors were noted via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.